Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were unresponsive. The patient reportedly wore the pump exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
On (B)(4) 2012 the reporter contacted animas with additional information about the original keypad complaint from (B)(4) 2012. The reporter stated that the patient continued to use the complainant pump during may and june as they felt that the unresponsive button issue was resolved with a battery change. The reporter noted that the buttons appeared to be fully functional until recently. At the time of the second contact, the reporter said that an issue with the okay and up arrow buttons had truly developed since the original contact. In addition, the rubber cover of the audio bolus button fell off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.